Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer delivered a manual injection to correct elevated bg level. It was indicated that the customer would continue to use manual injections as alternate insulin therapy until the replacement pump was received.